Manufacturer narrative:
Deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g20329) would not detach; it was pretested outside the body and light went green; then when in body did not go on; they manipulated the coil and got green tried to detach-no go; they did 5 attempts at detachment and several positions with coil-they ended up removing the coil-it is all being returned. The most likely root cause was due to a cold solder joint on the proximal end of the resistive heating coil. The circumstances of how this occurred cannot be determined. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
Deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g20329) would not detach; it was pretested outside the body and light went green; then when in body did not go on; they manipulated the coil and got green tried to detach-no go; they did 5 attempts at detachment and several positions with coil-they ended up removing the coil-it is all being returned.